Event description:
The pt received her scs system on (B)(6) 2009. It was reported that after a fall in (B)(6), the pt had a gradual loss of stimulation. Reprogramming was attempted to no avail. X-rays showed no visible signs of lead fracture or disconnection. The pt will have a surgical revision. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.